Event description:
The following has been reported: biomed reported: "sticky pins due to soil build up. Deep clean. Deep clean pins and mechanism. Still had some intermittent pump problems. Preliminary investigation: pneumatic valve leak failure (valve 3). The pump will be repaired. By the mayo service team. No pump return. Replaced full pneumatics system. Pump placed in bring up mode and sent to the test line failed test 6 gain out of range - gain: -146.415894. Unable to maintain network connection. Unable to determine if this is due to poor network connection or a som issue. Patient harm: no. A preliminary review identified the following issue: pneumatic valve leak failure (valve 3). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.